Event description:
It was reported that patient underwent a left knee procedure on an unknown date. A revision was performed on (B)(6) 2014 during which the patient underwent an orthopedic salvage procedure due to an unknown reason. A second revision procedure was performed on (B)(6) 2014 due to pain and infection. A review of invoice history reveals that during the second revision the axle, reinforced yoke, polyethylene tibial bearing, locking pin, polyethylene femoral bushing and polyethylene tibial bushing were removed and replaced.

Manufacturer narrative:
This report is being filed to make FDA aware that (B)(4) and manufacturer report numbers 1825034-2014-07573 thru 07582 are for the same patient and/or event. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, warnings include, ¿early or late postoperative infection and/or allergic reaction¿ and ¿early or late postoperative infection and/or allergic reaction¿. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 10 mdrs filed for the same event (reference 1825034-2014-07573 / 07582).